Event description:
Customer reportedly received result of hi (greater then 600 mg/dl) on the compact plus system and 256 mg/dl on an aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Caller did not have information regarding the aviva system.